Event description:
During the procedure, the catheter sheath used to deploy the laser fiber was severed. Presumably the catheter was severed by the laser fiber slipping into the catheter and cutting the catheter sheath. This was not noticed during the procedure. On follow up in 2009, the patient reported a sore bump on her left calf. Ultrasound showed a hyperechoic area under the skin. With an 18 gauge needle and forceps, the distal 21cm of the catheter was removed from the calf. However, the very distal 1/2cm of the catheter was not attached. Furthered ultrasound exam showed a small hyperechoic area - 3cm from the efj - possible the remaining fragment of the catheter.

Manufacturer narrative:
Conclusion: the complaint investigation is confirmed. A 22 cm section of the sheath was returned for evaluation. The distal tip of the sheath is .2cm of the black tip. The distal tip shows signs of cracking. The tapered distal tip does not appear to be present. The proximal end of the returned piece is jagged and appears to be scored at an angle. A guidewire was interfaced through the returned section of the sheath. Fatty tissue and dried blood came out of the returned section of the sheath. No fiber segments were found inside the returned section of sheath. The exact cause of the complaint is unknown. It is possible the reported complaint was caused form the fiber being fired inside the sheath. During the review of the manufacturing records, it was observed that the manufactured lots meet all device specifications and quality requirements. No other complaints of this type have been reported for the complaint lot number. This type of complaint will continue to be monitored for trends. No further action required at this time. Frequency has increased, but the severity of this event is not greater than usual.